Manufacturer narrative:
Multiple attempts have been made to obtain the product along with additional information regarding the incident encountered and the patient details. Information provided by the customer indicates no further information on the incident details will be provided to masimo and the radical-7 will not be returned for evaluation. As of the date of this report, the device has not been received by masimo to allow for an analysis to be performed. If new information is obtained or the product is returned for evaluation, a follow-up report will be submitted.

Event description:
It was reported that there was a patient incident where "the monitor didn't alarm". The customer did not know if that meant the radical-7 wasn't working properly or someone had adjusted alarm settings. The patient subsequently passed away.